Event description:
During a laparoscopic hernia repair, the baloon had multiple holes in it. It was pumped up before the case and worked fine. The surgeon used kochers and s retractors in the area. While inserting the trocar the surgeon perforated the perineum, so a tap procedure was sdone instead of tep. Therefore, another ted 12 was not needed to complete the case.